Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using seven (7) bd vacutainer® push button blood collection sets, the customer experienced blood leakage after the tubes were removed. The customer noted blood exposure, but the extent was not specified, and no medical intervention was provided.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-mar-2025. Investigation summary: bd received one photo and six samples for investigation. The customer photo displays the device packaging but fails to show the reported defect. The six returned samples underwent functional tests, and all samples passed, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples were tested, and three of these samples failed the functional tests due to sleeve leakage observed from poor sleeve recovery. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using seven (7) bd vacutainer® push button blood collection sets, the customer experienced blood leakage after the tubes were removed. The customer noted blood exposure, but the extent was not specified, and no medical intervention was provided.